Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying high pace impedance measurements and thresholds. The lead was tested via the pacing system analyzer (psa) with the same results. There were no adverse patient effects reported.